Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of formal investigation, the root cause has been identified as following: - the user operated suction with opening space of the scope distal end being close to mucosal surface, mucosa was sucked in the cover. The scope was moved under that condition; as a result, mucosa was injured by edge of the cover. - the cover was moved immediately after suctioning (while mucosa remained sucked in the cover), resulting in mucosal injury. The instructions for use (IFU) (operation manual) includes the preventive measures in ¿important information ¿ please read before use: examples of inappropriate handling¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the distal end cap on the duodenovideoscope has been modified, but mucosal tissue the size of a biopsy remained stuck after the examination. The issue occurred during an unspecified procedure. There were no reports of patient harm. Related patient identifier:(B)(6).